Event description:
A facility reported cerebrospinal fluid (csf) was leaking form the eds drainage system at the level of bag connection. No breakage or crack visible. The system was replaced. No major consequence for the patient as the system was changed entirely and immediately.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4) or (B)(4). The eds3 drainage system was returned for evaluation: failure analysis - the eds collection bag connector was visually inspected no defects were noted. The eds was set up per IFU: (with out collection bag) and leak tested, no leaks were noted. It is possible that the issue was with the collection bag, as this was not returned with the eds the complaint could not be confirmed. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. Root cause - no root cause could be determined as no leakage was noted with the returned device. The possible root cause of the problem reported by the customer could be that the issue was with the collection bag, as this was not returned the complaint could not be confirmed.

Event description:
N/a.